Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump never alarmed threshold suspend, yet his doctor saw low blood glucose under 60 mg/dl. The customer stated the threshold is set to 60 mg/dl. The customer was assisted in checking if the feature was on. The customer stated the threshold suspend feature was on. The customer could not upload the reports to review at the time. Nothing further was reported.